Event description:
Implant fell in sinus floor.

Manufacturer narrative:
No product problem detected. Implant fell in sinus floor and had to be removed in the same surgery. Another surgical intervention wasn`t necessary. Dentist should have consulted instruction for use to prevent this from happen.